Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Prime alarm during displacement test due to excessive axial play motor. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to prime alarms during displacement test.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 53 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer did report that the insulin pump had alarmed during the manual prime and rewind process. Advised the customer that the insulin pump would be replaced. Nothing further was reported.